Event description:
It was reported that "the nurse set the dial at 50ml without confirming the drip rate. When nurse returned the drip rate was at 70-80ml. The pt got too much fluid and went into congestive heart failure.